Event description:
The patient's nurse reported that the patient was hospitalized with elevated blood glucose. The nurse stated that the display of the infusion device is partial. The nurse did not have any additional information. No information was available regarding the date of hospitalization on the patient's blood glucose value. He was in a coma for one week in the hospital. No further information is available. Product was requested to be returned for evaluation.